Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient wasn't getting as much pain relief, had muscle tightness in their back and had barely been feeling stimulation. It was noted that the patient came in on group a and they were programmed togroup f which provided coverage and strong stimulation. The patient was charging every day and it was stated that the patient had always been on high settings and had always charged every day and if they left the implant on at night it was depleted by morning. Recharge interval was calculated for group a using pulse width 450, rate 100, 10v and less than 203 ohms for 15 hours a day and group f using pulse width 450, rate 40, 8.8v and less than 176 ohms for 15 hours a day. The recharge interval for group a was .79 to 1.06 days and for group f it was 2.39 to 2.94 days. It was noted that electrode impedance were within range except for electrode 7 which was greater than 1,0000 ohms and not used in either group a or f. Recharging statistics showed that typical coupling was 8 bars with a typical duration of 2.6 hours every .8 days. The most recent recharging statistics showed that the patient had charged for 3 hours to 75% on (B)(6) 2016 and 3.5 hours to 75% on (B)(6) 2016. The indications for use were chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.